Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) underwent a left ventricular assist device (lvad) implant. Following that procedure, this lead exhibited decreased sensing measurements along with high threshold measurements. Loss of capture was noted as a result. An invasive procedure was performed. This lead was surgically abandoned and replaced. A few weeks following the lead replacement, this device was explanted due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.